Event description:
It was reported that the patient¿s pump was alarming and confirmed by telemetry. A critical alarm due to motor stall which was constant. The patient came in for a refill on the date of this report and the logs indicated a stall had occurred on 2014-(B)(6) with a tube set message on 2014-(B)(6). The cause of the stall was not known. The patient experienced increased pain for the last few days but had thought it was due to all the activity had been doing caring for an ill wife who was on life support. This was the only thing keeping him from ¿driving off a cliff.¿ the patient was upset that the motor stall and stated the pumps had died and died faster and unexpectedly. (See manufacturer report # 3004209178-2010-08033, # 6000030-2008-01561 and #3004209178-2007-03775 which account for the other devices) the patient was in a lot of pain due to the stall and was upset for the company making ¿tinker toys¿ and products not lasting as long as they say they will. He was still contemplating a replacement. Reportedly, no troubleshooting or interventions have been taken to mitigate or resolve the event. The patient continued to experience more pain. This device system had only ever delivered prialt. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type: catheter. (B)(4).